Event description:
The customer reported that during a laparoscopic esophagectomy, a piece of the active waveguide disengaged and fell into the pt cavity. The piece was retrieved. There was no pt injury reported and the procedure was successfully completed.

Manufacturer narrative:
(B)(4). To date, the incident sample has not been rec'd for eval. If the sample is rec'd or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.